Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure performed on (B)(6) 2023. The procedure was performed with local anesthesia, lidocaine injected into the perineum. Fiducial markers were placed transperineally prior to the placement. Post procedure, on (B)(6) 2023, the patient returned for magnetic resonance image (MRI) and an ulcer was observed, attributing its formation due to a rectal infiltration. The patient was also experiencing blood and hydrogel presence in their stools. The physician planned to wait for the patient to heal and was delaying radiation treatment.